Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided only a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Psa: units of measure pg per ml. Sample 1: initial 4.9; repeat 6.2. The customer runs quality control prior to after each batch. It is unclear if the quality control results were within range at the beginning of the affected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Psa: units of measure pg per ml. Sample 6: initial 29.1; repeat 37.8. The customer runs quality control prior to after each batch. It is unclear if the quality control results were withhin range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Psa: units of measure pg per ml. Sample 7: initial 5.7; repeat 7.2. The customer runs quality control prior to after each batch. It is unclear if the quality control results were within range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Psa: units of measure pg per ml. Sample 3: initial 2.5; repeat 3.2. The customer runs quality control prior to after each batch. It is unclear if the quality control results were within range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Psa: units of measure pg per ml. Sample 8: initial 0.1; repeat 0.2. The customer runs quality control prior to after each batch. It is unclear if the quality control results were within range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Psa: units of measure pg per ml. Sample 9: initial 11.7; repeat 15.0. The customer runs quality control prior to after each batch. It is unclear if the quality control results were within range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Psa: units of measure pg per ml. Sample 4: initial 14.0; repeat 17.7. The customer runs quality control prior to after each batch. It is unclear if the quality control results were withhin range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Psa: units of measure pg per ml. Sample 5: initial 5.2; repeat 6.8. The customer runs quality control prior to after each batch. It is unclear if the quality control results were within range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Psa: units of measure pg per ml. Sample 10: initial 5.7; repeat 7.4. The customer runs quality control prior to after each batch. It is unclear if the quality control results were within range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Psa: units of measure pg per ml. Sample 11: initial 1.5; repeat 2.0. The customer runs quality control prior to after each batch. It is unclear if the quality control results were within range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Psa: units of measure pg per ml. Sample 12: initial 1.3; repeat 1.7. The customer runs quality control prior to after each batch. It is unclear if the quality control results were within range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Psa: units of measure pg per ml. Sample 13: initial 48.5; repeat 62.7. The customer runs quality control prior to after each batch. It is unclear if the quality control results were within range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Psa: units of measure pg per ml. Sample 14: initial 67.9; repeat 87.0. The customer runs quality control prior to after each batch. It is unclear if the quality control results were within range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Free psa: units of measure pg per ml. Sample 1: initial 1.01; repeat 1.37. The customer runs quality control prior to after each batch. It is unclear if the quality control results were withhin range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Free psa: units of measure pg per ml. Sample 2: initial 0.13; repeat 0.19. The customer runs quality control prior to after each batch. It is unclear if the quality control results were within range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Digoxin: initial 1.6; repeat 0.7 ng per ml. The customer runs quality control prior to after each batch. It is unclear if the quality control results were within range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.

Manufacturer narrative:
The field service representative determined the cause to be a defective measuring cell on channel 1, and replaced both measuring cells. He ran performance check tests which passed without errors and verified analyzer operating within specification.

Event description:
User received erratic control recovery and erroneous pt results for prostatic-specific antigen (psa), free prostatic-specific antigen (fpsa) and digoxin. There were at least 700 patient samples affected starting on (B)(6) 2009 through (B)(6) 2009. The user indicated there were 20 to 30 erroneous samples involved with each 250 sample batch. The user provided one a sampling of information, which included the following 14 patient samples which were determined to be discrepant. All patient samples were initially tested and repeated on (B)(6) 2009, except for patient sample 14 for psa which was initially tested and repeated on (B)(6) 2009. All repeat testing for psa, fpsa, and digoxin were performed on the customer's other analytical e module s/n (B)(4). Psa: units of measure pg per ml. Sample 2: initial 2.7; repeat 3.5. The customer runs quality control prior to after each batch. It is unclear if the quality control results were within range at the beginning of the effected runs, but is noted that no patient data was reported as the qc at the end of the run was out of range. Repeat results generated from the other e module were reported.